Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a long beep was emitting from the insulin pump. Customer stated they were unable to press any buttons a result. The customer's blood glucose was unknown at the time of incident. The customer reported an alarm occurred prior to the constant tone. The customer also reported the insulin pump passed a self-test. The customer also called back to report a new battery insertion did not resolve the constant tone. Customer also reported the insulin pump was frozen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen display and constant tone alarm due to a faulty component on the mother board. The pump was received with minor scratches on the lcd window.